Event description:
A 10f amplatzer torqvue fx (tvfx) was used to deliver a 26 mm amplatzer septal occluder (aso). As the 26 mm aso was being recaptured in an effort to upsize to a larger device, the tvfx's core wire end screw broke during recapture causing the aso to embolize into the left atrium. The aso, with the broken wire intact, was snared into the ivc where the aso was recaptured using a 16f sheath. A 28 mm aso was successfully implanted and the patient is doing well. The physician relates the broken core wire to the fact that he overtightened the aso onto the wire. Please reference 2135147-2012-00199 ((B)(4)) for a related medwatch for the aso device.

Manufacturer narrative:
An additional 5000 units of heparin were administered. After reattempting another 26mm aso then a 30mm aso, a 28mm aso was successfully implanted. The amplatzer torqvue fx delivery system (tvfx) was the subject of a voluntary recall initiated by sjm on 18 jan 2013. The recall was not due to any one particular event. Analysis: the tvfx tether cable was returned to sjm with the male end screw fractured from the remainder of the core wire with the end screw remaining attached to the amplatzer septal occluder. The distal "paddle" portion of the core wire appeared intact. Following decontamination, the screw and wire were examined microscopically and found the screw fractured from the core wire at the welds with the entire distal "paddle" portion of the core wire intact. The core wire exhibited minimal weld penetration at each of the three weld spots. The male end screw was released from the aso without issue and found to meet specifications. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including simulated use by attaching and detaching a thread gage to the delivery cable end screw. Review of manufacturing documentation confirmed this delivery system successfully passed these inspections.